Event description:
While using a byte night aligners, patient reported at their dentist visit their dentist is concerned with the changes happening to their mouth. Dentist said that there is a posterior open bite, which the patient did not have prior. Dentist has referred patient to orthodontist. Patient's gums have receded 1mm+ and is showing bone loss, patient was also referred to a periodontist. Patient provided bite video that confirms open bite, recommended bite rest period and no upper/lower aligners for 3 days and then alternate every 2 weeks. Requested diagnostic findings letter.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.